Event description:
It was reported that an aleutian tlif ii inserter would not release the cage during incoming inspection. There was no procedure associated with this event, therefore, no adverse consequences were seen to any patients. This report captures the inserter.

Event description:
It was reported that an aleutian tlif ii inserter would not release the cage during incoming inspection. There was no procedure associated with this event, therefore, no adverse consequences were seen to any patients. This report captures the inserter.

Manufacturer narrative:
Correction: h6(component code): changed from inserter to tip. The device was visually inspected and the securing mechanism where the inner shaft mates with the inserter is broken and damage to the weld is observed causing misalignment. A functional inspection confirmed the inability to release an implant at an angle of 60 degrees. Device history records were reviewed for this lot, and no relevant manufacturing issues were identified. A review of complaint history associated with the subject catalog and lot number was performed, and no adverse trends were observed. While the observed damage on the inserter¿s securing mechanism and the misalignment may be due to excessive shear force on the weld during intra-operative mallet impact, the most likely cause is normal wear and tear as per the rep the device was used numerous times and the device is over 8 years old.